Event description:
The customer called technical support (ts) and reported that during preventative maintenance, it was observed that the touchscreen was out of alignment. The customer reported there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Calibration was performed but did not fix the reported issue. Therefore, the touch screen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. Resistance measurements are out of specifications. Faults are found on this return touchscreen.